Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported after 10 minutes of a blood transfusion being initiated, the set was found leaking from the pumping segment. There was no pt harm. No further patient/event info was available.